Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR. Report #: 3006705815-2019-02103. It was reported that the patient was experiencing ineffective stimulation. X-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein both leads were explanted and replaced. Issue resolved.

Event description:
Related MFR. Report#: 3006705815-2019-02103.